Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain in the rib, low back and bilateral extremity. The patient was prescribed gabapentin and steroid dose pack. No further information has been obtained despite good faith efforts.